Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A logfile review for the whole day was performed. The logfile review shows during start-up of the system the vacuum, the energy and the ablation tests were performed without problem. All 12 treatments were performed successfully on that day. The energy was stable. No relevant deviation between planed and performed energy was detectable for the treatments. No technical root cause could be identified that could contribute to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an incomplete flap of the left eye following lasik flap creation. The flap was difficult to open and the treatment was completed without patient harm. Additional information requested.